Event description:
Reference MFR report: 1627487-2012-14159. It was reported the patient is experiencing pain in his neck and collar bone near his lead. X-rays were taken and the patient is pending follow up with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.